Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on an unknown date. During the procedure, the balloon burst after 20 seconds of use. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the provided date in the complaint form. It was reported that the date was on (B)(6) 2024. However, it remains unknown if this was the procedure date or the report date. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.